Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported high blood glucose (bg) following breakfast, with a high blood glucose (bg) of 392 mg/dl. The user had recently changed supplies with a contact detach (cd) infusion set and confirmed drops were seen. As the user was in their first week on the ilet, the agent explained that the system is still adjusting and advised following best practices of eating regular meals every four hours. Blood glucose (bg) began trending down to 277 mg/dl during the call. Blood glucose (bg) was corrected by allowing the ilet to deliver corrective insulin. No symptoms, outside assistance, or medical intervention were reported.